Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic nissen procedure, the trocar leaked and smudged. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.